Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On unreported date, the patient was treated with ceftriaxone 1 gram (route, frequency, and duration not reported), ceftazidime 1 gram (route, frequency, and duration not reported), cefazolin 1 gram for two days (route and frequency not reported), and vancomycin 1 gram intraperitoneally (frequency and duration not reported) for the peritonitis event. Dianeal therapies were ongoing. After eleven days of hospitalization, the patient was discharged. The patient was recovered from the event. Additional information was requested but is not available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).